Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 122 mg/dl on patient's meter and 154 mg/dl on the lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. Control test passed on the meter. No further information has been reported.